Manufacturer narrative:
The reported event was confirmed as supplier related. The evaluation found insect like phorid / humpbacked fly in urine meter. The sample has been sent to the supplier for further investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:" cautions/warnings ¿ this is a single use product. Do not reuse. ¿ this product must be stored in a cool, dry place, away from wet and direct sunlight. ¿ should the package is damage, do not use the product. ¿ this product is sterilized by ethylene oxide gas."

Event description:
It was reported that there was an insect in the tray when it was opened. Per sample evaluation on (B)(6) 2019, an insect was found in the urine meter.